Event description:
It was reported that the patient stopped charging their device due to their symptoms being treated by a drg system. In turn, the device became inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced. The ipg was also relocated from the front of the body to the back.